Event description:
Implant did not work as planned. Implant bad expansion and looseness. There was no adverse consequence to the pt.

Manufacturer narrative:
Functional testing confirmed implants conforms to memometal spec. The root cause of the event is suspected to be user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies (B)(4) as a result of a retrospective look back of complaints resulting from the acquisition of memometal technologies by stryker corp.